Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to physical damage to case. The insulin pump had partially broken off reservoir tube lip, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay and missing the reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the o-ring in the reservoir area kept coming off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.